Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that the device was displaying a drawer 3 failure, and the customer was unable to recover the storage space. The fse performed troubleshooting and identified that the plunger u-pin was broken, then removed the faulty plunger and installed a new upgraded part. Functional testing was subsequently performed to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 was not opening. The customer had rebooted the station but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.